Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020 (stated as "over the weekend"). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was noted to be leaking. The patient noticed this after completing a peritoneal dialysis (pd) therapy session. The issue was further described as ¿the soft plastic piece (tubing) that goes into the white twist part came apart like it was cut off". On the same day, the patient was given antibiotics (unspecified) as prophylactic treatment and the patient¿s transfer set was replaced. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a stuck tubing at the occlude feet and tubing was torn or broken at the occlude feet location. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.